Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 3 medwatch reports regarding this event. Please see medwatches 2032227-2014-61410 and 2032227-2014-61411.

Event description:
It was reported that the customer was experiencing weak signal and lost sensor alerts, and her sensor readings were not matching her blood glucose. Her blood glucose was 37 mg/dl and her sensor glucose read 110 mg/dl. Troubleshooting was performed, but could not be completed as the issue discussed was on a previous sensor. Nothing further reported.